Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. A visual examination of the product detected the inner lumen within the membrane was completely separated approximately 27.9cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and a leak was confirmed at the inner lumen separation. The break found in the inner lumen appears to have been the result of a severe kink, which eventually failed and allowed blood to leak into the membrane and catheter tubing causing the reported problem. It is difficult to determine when the break occurred but it is possibly a result of patient movement during the procedure. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Reference complaint # (B)(4); record ID (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, in a patient with cardiogenic shock and failing vad (ventricular assist device), blood was noted in tubing. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The iab was removed. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, in a patient with cardiogenic shock and failing vad (ventricular assist device), blood was noted in tubing. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The iab was removed. There was no reported injury to the patient.